Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces. No unexpected a21 alarms noted during testing. The insulin pump passed displacement and a21 error tests. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were unresponsive when attempting to enter their blood glucose. Customer's blood glucose was 151 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer also reported an unexpected restart alarm occurred on the insulin pump. Customer also reported their settings were erased after the alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.